Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, this was a known inherent risk of device, however, a definitive root cause could not be established. It is likely the following led to the malfunction: some kind of stress such as damage or deterioration of parts olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchovideoscope's plastic distal end cover was detached and missing. There were no reports of patient involvement.